Manufacturer narrative:
Concomitant products: 310c29 tissue valve was implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post implant the right atrial (ra) lead had fallen out and was hanging straight down. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.